Manufacturer narrative:
Based on the information provided, it is unknown how the device may have cause or contributed to the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis in (B)(6) 2014. The cause of the peritonitis was bowel constipation and the patient was diagnosed with escherichia coli positive peritonitis. No hospitalization was required and the patient was treated with ceftazidima and vancomycin antibiotic.